Manufacturer narrative:
(B)(4). Batch # unknown. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.

Event description:
It was reported that during an unknown procedure, device shoots before it should. It was ready for anastomosis and as the operator was about to take off the fuse, it "shot it off" without the fuse being taken off and it was squeezed. The anastomosis was checked and rings ok. The postoperative course was as expected, and the patient was discharged with no complications.